Event description:
It was reported that a patient reused a set of disposable supplies during peritoneal dialysis therapy. The patient was connected to the device at the time of the reuse. During fill 1, the patient noticed that the frangible was not broken on one of the supply bags. After being unable to open it fluid pathway, the patient disconnected the bag and placed a new bag on the line. Proper procedures were reviewed and the patient was advised that a breach in the sterile fluid pathway occurs when bags are swapped during therapy. The patient was advised to start therapy over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who disconnected and then replaced a solution bag during therapy. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.